Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, the medical facility declined to provide additional information for this patient, therefore the cause of death remains unknown. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the implant patient registry, the patient expired twelve days post transfemoral tavr. The cause of death was not provided. The surgeon¿s office and the medical facility¿s medical records department were contacted to obtain additional information pertaining to this patient¿s tavr procedure and death. The medical facility declined edwards' request without a signed consent form from the patient's power of attorney and a copy of the patient's death certificate.